Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the piece of plastic fell off from around reservoir cap. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had multiple low battery alarm, takes longer to recognize battery, looses date and time during battery changes, cracked reservoir cap, crack on screen to half way up screen from esc button upward to left. The insulin pump will not be returned for analysis.